Event description:
The account alleged that the left side rail was broken and would not latch. No injury reported.

Manufacturer narrative:
The technician found the bed sheets were stuck in the left side rail latch. The technician removed the sheets from the left side rail latch to resolve the issue.